Manufacturer narrative:
The sample information was not provided by the customer. The customer stated that qc had been exhibiting imprecision. The system was also exhibiting calibration failures. Service replaced the potassium tip and carbon bridge. The fse verified the instrument performance. A definitive root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an erroneous potassium (k) result generated by unicel dxc 800 pro synchron clinical system for one patient sample. The erroneous result was not reported out of the laboratory. The sample was run on an alternate instrument and that result was reported. There was no effect to patient treatment.